Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that in (B)(6) 2012, the patient underwent ninth surgery consisting of a l5-s1 laminectomy. The patient was implanted with rhbmp-2/acs in all the nine surgeries. In (B)(6) 2012, the patient underwent tenth surgery consisting of an operation on her leg. An MRI was performed in (B)(6) 2013 which revealed two herniated discs in her t-spine, an area that the surgeon operated on extensively between 2007 and 2010.